Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, the patient underwent a revision surgery as the surgeon thought that there was a non-union, they removed both the nail and the broken screw and the patient was replaced with a bigger nail. The screw was broken but the nail was not. It is unknown if there was a surgical delay reported. The procedure outcome was unknown but with a patient consequence. Concomitant devices reported: unk - blade: trauma (part# unknown, lot# unknown, quantity# 1) 10mm ti cann retro/antegrade femoral nail-ex/320mm-sterile (part# 04.013.444s, lot# unknown, quantity# 1) unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the unk - screws: trauma (p/n unk, lot number unk) was received at us cq. Visual inspection of the complaint device showed the screw is broken into at least three pieces, of which two pieces were received. The section(s) containing the screw head was not returned. The two returned pieces can be put together, which shows the screw was severely bent before breaking. Three concomitant devices (two other screws and a femoral nail) were also returned without damage. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: no document review could be performed due to not knowing the product code for the returned complaint device. Investigation conclusion: this complaint is confirmed as the screw is bent and broken into at least three pieces. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: nail head elem: retrograde/antegrade femoral nail (rafn) spiral blade (part: unknown, lot: unknown, quantity: 1), 10mm titanium (ti) cannulated rafn-ex/320mm (part: 04.013.444s, lot: 6304976, quantity: 1), screw (part: unknown, lot: unknown, quantity: 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a non-union. Both the nail and broken screw were removed and replaced with a bigger nail. The screw was broken but the nail was not.  It is unknown if there was a surgical delay reported. The procedure outcome was unknown. Concomitant devices reported: unk - blade: trauma (part # unknown, lot # unknown, quantity# 1), 10mm ti cann retro/antegrade femoral nail-ex/320mm-sterile (part # 04.013.444s, lot # unknown, quantity# 1), unknown screw (part # unknown, lot # unknown, quantity# 1). This report is for one (1) unknown - screws: trauma. This is report 1 of 1 for (B)(4).